Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that parts of the display was missing on the pump touch screen. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer had an alternate method of insulin delivery.